Manufacturer narrative:
Concomitant medical products: product ID: 8835, product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving hydromorphone 20mg/ml at 6.508mg/day and bupivacaine 1.5mg/ml at 0.4881mg/day via an implantable pump. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. The patient reported they had swelling and was still "decended". The patient went to the pa (physician assistant) today (B)(6) 2015 and confirmed the pump had dropped out of the pocket. The patient stated that the stitches were torn out of the pocket and the pump was moving around. The patient was going to have a revision surgery in the near future. The cause of the stitches tearing, when the patient first stated to experience the swelling, the stitches tearing and pump movement, and diagnostics/troubleshooting not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.